Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card was received reporting a generator replacement due to low battery. The generator was received for analysis. Clinic notes were later received reporting that the patient had an increase in seizures due to the low battery. No other relevant information has been received to date.

Event description:
Response was received from the physician. The cause of the increased seizures was due to a high impedance. Seizure levels were above pre-vns levels and the reason for the replacement was due to the high impedance. The report of high impedance is documented in MFR. Report # 1644487-2024-01003.